Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation, service repair noted the bending angle found insufficient due to the elongation of the angle wire. The play of the angle knob found to be out of the normal state due to the elongation of the angle wire. The (up/down) ud angle fixing lever found deformed due to external factors. The customer reported issue could be confirmed. Furthermore, device evaluation found , service repair noted that due to handling (insufficient cleaning), the air and water nozzles found clogged and the draining function noted to be reduced. A foreign object inside the nozzle was observed. Additionally, the following findings during device evaluation were noted: the curved rubber adhesive part noted to be cloudy. The curved rubber adhesive part found missing. The curved rubber (insertion part) bond noted cracked due to external factors. Scratches on the insertion tube due to external factors recognized. The tip cover found crushed due to an external factor. Scratches are found on the insertion part corrugated tube oredome due to external factors. The objective lens adhesion part noted cloudy. The lighting lens adhesion part noted cloudy. Scratches are found on (switch 3) sw3 due to external factors. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
A repair request was sent reported with an issue of "bad angle ". The issue found during an unknown event. There was no patient harm, no user injury reported due to the event. Device evaluation found foreign object inside the nozzle. This report is being submitted for foreign object inside the nozzle found on device evaluation (handling issue, insufficient cleaning, reprocessing issue).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. Per additional follow up from the customer, the device was cleaned, disinfected, and sterilized the product before it sent in for repair. There was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, and the air/water nozzle is flushed with detergent solution. The event can be detected/prevented by following the inspection method for the event is described as follows in the operation manual: ¿chapter 3 preparation and inspection, 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system¿ 8 inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Olympus will continue to monitor field performance for this device.